Manufacturer narrative:
The reporter returned one oral-b toothbrush head on 27-apr-2017. Product investigation is in progress.

Event description:
Poked inside of mouth [mouth injury]; painful - mouth [oral pain]; heads seem to be faulty as they pop off in your mouth whilst brushing, metal piece pokes into inside of mouth and is painful - oral-b brushheads [injury associated with device]; toothbrush heads pop off in mouth whilst brushing [device breakage]. Case description: a male consumer of unspecified age reported via letter on 27-apr-2017 that his last purchase of oral-b brushheads, version unknown seemed to be faulty as they popped off in his mouth while he brushed his teeth. This caused the metal piece to poke inside his mouth and was very painful. The case outcome was unknown. The consumer reported he had been using oral-b toothbrushes for many years. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.